Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site. Medtronic investigation of returned suspect device finds that, as reported, passive tracking was found to be reduced to less than six feet after warm-up during functional testing. The psu failed an aak test at .66 mm along with high line separation of 2.39 mm. A second set of tests confirmed the initial results. Electrical failure, failed diagnostic test, directly caused the event.

Event description:
A medtronic representative reported a camera experiencing reduced passive volume. There was no patient present when this issue was identified.